Event description:
Reporter indicated that a vns therapy patient was experiencing hypomania which he characterized as "probably" related to vns stimulation. It was further reported that the patient's medication dosing and schedule would be changed in response to this event. Good faith attempts for further information are currently being made.